Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b11lt device was received with the tip of the sleeve melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Please see user facility medwatch (B)(4) attached to this report.

Manufacturer narrative:
(B)(4). Information is unavailable (B)(4).